Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver any shocks during defibrillation threshold (dft) test during initial implant procedure. It was noted that the device would sense properly and charge to initiate the shock but would then the electrogram (egm) would go flat and cancel the shock. Multiple attempts were made. An external shock was required to rescue the patient. This s-ICD was removed and a new one was used to complete the procedure successfully. No additional adverse patient effects were reported. This product has been returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver any shocks during defibrillation threshold (dft) test during initial implant procedure. It was noted that the device would sense properly and charge to initiate the shock but would then the electrogram (egm) would go flat and cancel the shock. Multiple attempts were made. An external shock was required to rescue the patient. This s-ICD was removed and a new one was used to complete the procedure successfully. No additional adverse patient effects were reported. This product has been returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The "cause not established" investigation conclusion code was selected based on the observation of a failure mode (defect, malfunction or abnormal damage). However, probable cause could not be determined because a shock pulse was delivered during manual induction testing but the ECG went flat during charging. The cause of the ECG flatline during charging could not be established as the ic's that control the ECG cannot be removed for testing.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not deliver any shocks during defibrillation threshold (dft) test during initial implant procedure. It was noted that the device would sense properly and charge to initiate the shock but would then the electrogram (egm) would go flat and cancel the shock. Multiple attempts were made. An external shock was required to rescue the patient. This s-ICD was removed and a new one was used to complete the procedure successfully. No additional adverse patient effects were reported. This product has been returned for investigation.